Event description:
Information was received indicating that during use of this smiths medical cadd cleo infusion sets, the patient experienced right-side abdomen site reaction. It was reported that no intervention provided. No additional adverse effects were reported.